Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system patient list not flowing on the station. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.